Manufacturer narrative:
The calibration was acceptable. The investigation did not identify a product problem. The specific cause of the event could not be determined. The available information is consistent with a pre-analytical sample handling error as the clotting time of 30 minutes might have been too short. A general reagent problem was not present, because the qc before the event was within ranges.

Event description:
There was an allegation of questionable troponin t hs elecsys e2g results from the cobas e 801 analytical unit. The initial result was 134 ng/l and was repeated as it did not match clinical findings. The repeat results were <5 ng/l and <5 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.